Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 0.40 s/co, repeated (B)(6) 2024 on architect = 5.59 / 5.46 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for a false non-reactive result with the alinity I anti-hcv assay (lot# 58172be00) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. A retained kit of reagent lot 58172be00 was tested for sensitivity and the data shows that the performance of lot 58172be00 is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the alinity I anti-hcv reagent lot 58172be00 was identified.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 0.40 s/co, repeated(B)(6) 2024 on architect = 5.59 / 5.46 s/co. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete sid: (B)(6). Section 4 lot# and primary UDI updated. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 0.40 s/co, repeated (B)(6) 2024 on architect = 5.59 / 5.46 s/co. No impact to patient management was reported.